Manufacturer narrative:
Exposed wires on the symphony power cord are currently being investigated under (B)(4).no definitive conclusion can be made as to the cause of the event. The product was scrapped prior to engineering evaluation.

Event description:
When the pump was return to medela for service, the power cord was determined to have exposed wires, which is a safety risk.